Event description:
The pt complained of pain and swelling on the tibia 3-5 months post operatively. Pt has a hematological disorder and was not treated in any manner. Condition cleared up in two months. The pt had no complaint of instability. The surgeon has used the following technique for the last 11 years for acl repairs. Soft tissue grafts, tunnel size dilated depending on graft size, screws left flush with the cortical surface and ethibond suture for whipstitching of the grafts.

Manufacturer narrative:
No product is being returned for evaluation.